Event description:
As it was reported by the sales-rep via phone: the emerald diagnostic guidewire had thrombosis between the sheath and the wire. It was flushed with saline and it developed a clot. The sheath used was a terumo.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.